Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
Two control tests were run on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer returned the control solution for evaluation. New meter, strips and control were sent to the customer.